Event description:
Pt reported their meter/lab comparison test readings were 8.2 (or 148 mg/dl) vs. 192 mg/dl (lab), respectively (23% difference). Test were done about 1 hour apart. No symptoms were reported. On follow up, pt confirmed above info. Pt set meter correctly to mg/dl and is confortable with their meter. Lfs rep reviewed qc procedures and meter/lab comparisons. There was no allegation of harm.